Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was not able to insert the drop down stem extension into the tibia plate. The surgery was completed with a different implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.